Manufacturer narrative:
A complete lead was returned in one piece measuring 58.1 cm with the stylet and the helix extended and clogged with blood/tissue. Visual examination found no anomalies other than procedural damage. No conductor fractures or internal shorts were noted. The reported event of discomfort while pacing was not confirmed.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a lead revision procedure. The patient alleged discomfort when the right ventricular lead paced. The physician explanted and replaced the lead. The patient was in stable condition.